Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was placed on cardio pulmonary support (cps) due to heart failure. After the placement of cps, a transesophageal echocardiogram (tee) revealed aortic insufficiency. When at 2/3 deployment, this transcatheter bioprosthetic valve was in good annular position, however with final release from the tabs, the valve dislodged into the ventricle and resulted in severe pvl. A second transcatheter bioprosthetic valve was deployed 8 mm higher than the first valve. An echocardiogram and angiogram revealed moderate to severe pvl. A balloon aortic valvuloplasty (bav) was performed and did not improve the pvl. Traction was applied to the balloon during a second bav attempt and both valves moved towards the aorta and were seated intra-annular. An echocardiogram and angiogram revealed moderate pvl. A larger third transcatheter bioprosthetic valve was successfully implanted just below the first two valves. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others. In this case, most likely was due to patient anatomy/sizing as the final valve implanted was larger in size than this first valve. However, a conclusive root cause could not be established from the information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to the valve dislogement into the ventricle, as it was reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.